Manufacturer narrative:
An event of the perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pvl could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a 78.6mm perimeter and an area of 477.3mm^2. Pre-dilation was performed with a 22mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3-4mm from the left coronary cusp (lcc). Post-implant, a mild-moderate perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty was performed with a 22mm non-abbott balloon. A second post-bav was performed with a 24mm non-abbott balloon. The final echocardiogram showed trace-mild pvl. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a 78.6mm perimeter and an area of 477.3mm^2. Pre-dilation was performed with a 22mm non-abbott balloon. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3-4mm from the left coronary cusp (lcc). Post-implant, a mild-moderate perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty was performed with a 22mm non-abbott balloon. A second post-bav was performed with a 24mm non-abbott balloon. The final echocardiogram showed trace-mild pvl. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.